Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed another motor error after the initial troubleshooting was performed a day prior to call. Customer¿s blood glucose was 42 mg/dl at the time of incident and mentioned that he was not on the insulin pump for 6 days since the issue started on (B)(6) 2018. Customer was using manual injection for treatment. Customer declined low blood glucose troubleshooting. Insulin pump is being replaced and is expected to return for analysis. Reference case- (B)(4).

Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked case reservoir tube window corner.